Event description:
It was reported that "years ago" the customer experienced a low blood glucose (bg) level of 11 mg/dl; cause of bg not known and the customer could not recall the specific date. It was reported that the customer went to the emergency room (ER) was given a "sandwich and soda" address the bg. Reportedly, the customer "hit head" and "hurt wrist, knuckles". Customer was discharged from the ER the same day with the issue resolved and no permanent damage; however the customer could not recall the exact date. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.